Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of transient ischemic attack (tia) is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for the reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a left internal carotid artery (lica) stenting procedure, prior to the deployment of the embolic protection device, thrombus was noted to be present. During the procedure, the patient experienced 2 minutes of transient right sided hemiparesis and expressive aphasia which was caused by a full filter. The filter was aspirated with a non-abbott device. There was no adverse patient sequela reported. Although requested, there was no additional information provided.